Event description:
Related manufacturing reference: 2184149-2025-00012. During the paroxysmal supraventricular tachycardia procedure, issues with the software resulted in a procedural delay. The electrode kit was applied to the patient, the ablation catheter and the mapping catheter were inserted into the cardiac cavity and connected to ensite. It was noted that distortion meter on the dws exceeded the limit (ii), turned red, and froze. The navigation displays of the catheters also froze. No error message was displayed. The sheath was moved, the field frame was adjusted, the location of the prs-a was checked with a touch, each prs cable was reconnected, the cables of both catheters were reconnected, the ensite was restarted, and the ablation catheter was replaced. The ensite was restarted again and the distortion meter and navigation display freeze were resolved. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: one bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported distortion and navigation issue could not be confirmed. Electrodes 1-4 and the magnetic sensors met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.